Event description:
A report was received that the patient had a (B)(6) infection at the pocket site. Patient's symptom includes swelling. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's (B)(6) infection was procedure related.

Event description:
A report was received that the patient had a (B)(6) infection at the pocket site. Patient's symptom includes swelling. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 16445127 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.